Manufacturer narrative:
The delivery system of the rlt311415 gore® excluder® trunk-ipsilateral leg component was returned to gore and an engineering evaluation was performed. The investigation showed that blood residue was observed on the catheter, exterior of the spine covers, the touhy-borst valve and strain relief. The deployment knobs and introducer sheath were not returned. The detached leading olive was also not returned. The delivery catheter is kinked and bent, possibly due to shipping. The blue polyimide guidewire is missing at the leading end of the catheter and appears to be separated at the mid-olive junction. The physician¿s observation of a separated leading olive is confirmed. The root cause for the separated olive could not be determined with the currently available information. However the resistance felt when retracting the delivery catheter may have been a contributing factor.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Following the deployment of the rlt311415 endoprosthesis, the device was retracted from the patient and a mild resistance was felt during the pulling movement when the resistance eased all of a sudden. Removing the device out of the sheath, it became apparent that the leading olive had separated but still was found to reside on the guidewire. The olive was retrieved by pulling the device catheter. No anatomical issues such as calcification or tortuosity were reported. The patient tolerated the procedure.